Event description:
It was reported that the device presented a damaged solenoid.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted some blemishes on the gray rubber and the connector is slightly deformed. The device was manufactured in 2017. The review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. Smith and nephew will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened and reevaluated.

Event description:
It was reported that solenoid is damaged. There was a surgical delay greater than 30 minutes. No patient injuries were reported. No additional information was received from reporter.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. However a picture was provided which showed an error code on the screen with a 'sureshot targeter invalid or broken tool'. Although smith & nephew has an outstanding request with the reporter for product information, it appears that the failed device referred to the sureshot targeter. An examination of the picture confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.